Manufacturer narrative:
H3: product analysis of the ins s/n:(B)(6) showed: the device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that the patient saw a 1707/coupling issues error. The following troubleshooting steps were performed; recommended using recharger over a thin layer of clothing, apply comfortable pressure to the recharger or consider tightening the recharging belt, located the ins by looking for incision and/or palpating the ins. Pt reported they are having problems with their device that they are not able to charge their ins and reported their ins is running down below 10%. Pt reported they can't feel their ins when palpating their skin. Pt stated they met with their doctor and the rep to try to charge pt's ins on monday and reported they weren't able to charge pt's ins. Pt also reported rep and doctor can't feel pt's ins. Pt reported they are not sure if ins has moved and had x-rays today to see if ins has moved out of place. Pt stated the x-ray results are not back yet. Walked pt through trying to charge ins on call and pt initially appeared to connect to charge, then continued searching and was not able to connect to charge again. Pt stated recharging app showed searching the entire time. Pt was sitting while trying to charge ins on call. Pt denied any recent trauma to implant site or falls. Pt provided event date as probably back in (B)(6) and stated pt was able to charge initially following implant, but has been getting harder to charge over time. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.(B)(6) the rep also reported the patient is unable to maintain a connection with his device between the charger. Patient asked to meet and reported chronic difficulty and frustration with charging his internal device. Upon inspection, no user error was found. The charger was not charging and also would locate the internal device but not maintain a connection despite exhaustive troubleshooting. The communicator is linking easily but patient reports ongoing frustration with charging. Patient denies falls or other events. Coupling issues were also noted when linking with another charger for comparison. The rep evaluated patient's charging routine and patient is very knowledgeable of the correct charging instructions. The doctor will review x-rays that were ordered at the time of the visit to evaluate battery position. Additional information was received from a manufacturer representative (rep). The rep reported that it was unknown what caused the difficulty with charging, but the hcp scheduled surgical intervention for (B)(6) 2021. The patient was unable to charge at the time of the report.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that patient's implant was replaced and the patient is able to recharge it normally and reports his therapy has resumed. No further complications were reported.